Event description:
Information was received from a health care provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. The patient was terminal and was having issues with her pocket wound. The patient first started experiencing the pocket wound in (B)(6)2016. Cultures were sent for culture and sensitivity. No results were known at the time. The hcp was going to remove the pump she had in, but when he was taking out her pump, he changed his mind and decided that he would put in a new pump. A backup pump was used. The wound was washed out with antibiotic solution and closed off. The old pump was not suspected of being defective. It was disposed of at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.